Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia while using the ilet system, with a noted event reaching over 400 mg/dl for approximately 3 to 4 hours, during which the user made multiple meal announcements and ultimately disconnected to administer a 15-unit manual insulin injection before reconnecting later. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the need for back-up therapy with a manual insulin injection and subsequent guidance to evaluate infusion site or tubing if future spikes occur. Investigation included review of device data and user-reported history, user counseling on meal announcement practices, and referral for additional support with potential device reset. Investigation of this case revealed that frequent, unnecessary meal announcements used as corrections likely interfered with automated insulin delivery and learning, contributing to hyperglycemia. It was concluded that user technique related to meal announcements contributed to the event, and education on appropriate use and site troubleshooting was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.